Manufacturer narrative:
(B)(4) follow up for device evaluation: a report was received indicating that one syringe loading component was broken, while another exhibited staining. To support the investigation, two unpackaged samples and two photographs were submitted for evaluation by the quality team. Upon visual inspection, one sample was found to have a damaged plunger rod thumb press. The second sample included a white tip cap and approximately 4 ml of an unknown substance. Additionally, the syringe barrel contained two embedded brown specks, each approximately 1/64" in size, identified as degraded resin. The photographs provided confirmed the condition of the received samples, and no other defects or anomalies were observed. The damaged plunger is consistent with a mechanical jam during the assembly process. The presence of embedded degraded resin is typically associated with the startup phase or intermittent disruptions in the injection molding process, during which degraded material may dislodge and become incorporated into molded components. A review of the device history record (DHR) for material number 309653, lot 4298981, revealed no quality issues or deviations during production that could be linked to the reported conditions. No related quality notifications were identified, and all manufacturing and final inspection processes were in full compliance with specification requirements. The affected sample will be shared with production associates to raise awareness. At this time, no additional complaints of a similar nature have been reported for this lot. Based on the analysis of the returned samples, the customer-reported issue has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
One syringe loading part is broken, and the other has stains and unknown liquid inside the syringe.